Event description:
It was reported that the vns patient passed away. The cause and date of death are unknown. The relationship of the death to vns is unknown. No additional relevant information has been received to date.

Manufacturer narrative:
.

Event description:
The neurologist reported that there was no believed relationship between the vns and the cause of death. The cause of death was unknown by the physician. The patient was not an active patient at the time of death. There was no believed relationship between the vns and the cause of death. The patient had ring chromosome 22 as a concurrent illness. The patient was compliant with anti-epileptic medications, but medications were unknown at time of death. The device manufacturer is unable to obtain a copy of the patient's death certificate.